Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm on the insulin pump. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she cannot clear the alarm. Customer was advised that the pump will need to be replaced and to remove the battery to prevent any further alarms. Customer was also advised to discontinue use of the pump and revert to a back-up plan.